Event description:
It was reported that the external pulse generator "turned off immediately" and also that it needs the field action upgrade. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken, the upper case was dented, one bail cover was broken and contaminated, one bail cover was missing, one case screw was missing, the battery contacts were compressed, one bail was missing, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. (B)(4).